Event description:
Patient experienced severe shocking after battery replacement. When device was turned off, the shocking subsided. Surgeon (B)(6) md texted sales representative that she replaced a battery for patient on (B)(6) 2024. Battery implanted sn: (B)(6). Following implant of ipg (B)(6), the patient described severe shocking. Impedance values were checked and reported by dr. (B)(6) as low 400s. Patient did not have any shocking with previously implanted system. When the device was turned off, the shocking stopped. Dr. (B)(6) removed the battery on (B)(6) 2024 and replaced it with ipg sn: (B)(6). Upon removing the battery, dr. (B)(6) told (B)(6), rn that the device felt hot. (B)(6) called me on (B)(6) 2024 to report that she had battery sn: (B)(6) and requested return of the device.